Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 100 mg/dl. As the pump was still functional, customer continued to use the pump for insulin therapy.